Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10918r34, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving medication via an implantable pump. The indication for use was noted to be non-malignant pain and failed back surgery syndrome. An MRI was being done to rule out a granular formation at the catheter tip. No patient symptoms were reported. The drug in the pump at the time of the event, other medications the patient was taking at the time of the event, the patient's pertinent medical history, results of the MRI, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.